Event description:
In 2007, while going up and over the iliac bifurcation during a study, the sheath uncoiled and broke off in the patient. The sheath was up and over the aortic bifurcation. When the physician went to remove it, he met resistance and had to use a little more force than normal. The patient had multiple previous studies, so had scar tissue in the groin. About 15cm of the separated sheath was left in the patient. The patient was taken to the or for this to be retrieved.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Based upon the information provided by the customer the separation of the device could be contributed to the patient's adverse anatomy. It is possible the device may have been grabbed by the scar tissue in the groin during the removal. We are aware this may occur and corrective action has been filed in an effort to prevent this in the future. The appropriate individuals have been notified of this matter.